Manufacturer narrative:
D6b: explant date estimated and was missing from initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having a lot of back pain since last week. The patient stated they didn't have this kind of pain before on the right side and they could barely walk, the patient mentioned their implant could be stimulating a different zone or their body was rejecting it. The patient noted they had an appointment with their healthcare provider and patient mentioned having some pain but the healthcare provider said it would go away but it got worse. The patient also stated every time their bladder gets a little full or they need to do a bowel movement it hurts even more. Patient turned the therapy off and it was still hurting. The patient was redirected to their health care provider to further address the issue. The patient had an appointment with hcp scheduled for tomorrow. On 2025-oct-03 additional information was received from a patient. The patient reported that their ins was explanted due to the pain reported. The patient reported that their doctor took the ins out sometime the previous week but did not recall the exact date. An email was sent to patient registration services to update the information.